Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was experiencing electrical faults. The company representative inspected the driveline and the visual inspection showed a "white cloudy substance within the driveline inner lumen on the surface of the blue wire going up from the driveline connector to the middle of the visible length of the driveline." The company representative was able to reproduce the electrical faults by moving the driveline connector. Internal visual inspection showed a small amount of contamination from a fluid with a "greenish color" within the driveline connector as well as the controller connector. A cleaning procedure was performed following company guidelines. The pump was stopped three (3) times for approximately sixty (60) seconds or less each time. The controller was also exchanged due to contamination of the controller connector. The patient tolerated the procedure well. The controller will be returned to the manufacturer for evaluation. The driveline remains implanted and will not be returned to the manufacturer for further evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The controller is going to be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) specifically warn to protect the driveline from possible contamination during implant. While there is no evidence based on the available information, it may be possible that the driveline became contaminated during the implant procedure. Device remains implanted.